Event description:
It was reported that a patient underwent a hip revision approximately one year post-implantation due to a strange noise inside his body. The liner was found to be broken, but the femoral head was intact. Both liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: biolox delta taper lnr, #item 00877501340, #lot 3143826. Therapy date: (B)(6) 2025. G2: foreign report source: china. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. This report was submitted in error and should be voided.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, d2, g1, g3, g6, h1, h2. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.